Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Block d6b: 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7007016. Product family: scs-ipg-r-MRI. Upn: m365sc12000 model: sc-1200 serial: 357120 batch: 357120

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent an explant procedure. All explanted device components were discarded by the facility.